Event description:
Report received from USA stating that the devices cutter cannot be secured; it does not hold cutter. It is unknown that the event did not occur during surgery; however, it is unknown if there was patient/user injury. It is unknown if there was medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).